Manufacturer narrative:
H3. Evaluation is pending. Information to be provided in a follow up report.

Event description:
It was reported that: during the end of the case, the flow sensor was reported to have broken when an IV pole was run into the device. The device lost volume/ pressure within the breathing system and the user could not ventilate in either ventilation modes. The user had to manually ventilate the patient with an alternate device to complet the case. No pt injury.